Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, balloon deflation difficulties occurred. The "extremely tight lesion" was located in the severely calcified "very distal" right posterolateral (rpl). The physician inflated the apex push over-the-wire 1.5 x 8 mm balloon catheter once to 7 or 8 atms, however, the apex would not deflate. The physician attempted to deflate the balloon several times by incrementally increasing the number of atms used to inflate the balloon after each subsequent unsuccessful attempt to deflate the balloon. During the physician's last attempt to deflate the apex, the balloon was inflated to 18 atms, however, the balloon would still not deflate. The physician began to remove the inflated apex from the rpl, however, the balloon would still not deflate. The physician began to remove the inflated apex from the rpl, however, an unspecified guide wire became "pinned to the artery". The physician removed the guide catheter, guide wire, and apex as a unit. The balloon was still inflated when it was removed from the pt. The procedure was successfully completed with the apex. No further pt complications were noted and the pt's status was reported as "fine".